Event description:
An endurant stent graft system was implanted in a pt for the emergent endovascular treatment of an 8cm in diameter abdominal aortic aneurysm and a right iliac aneurysm of 2.5 cm in diameter approx. Two months ago. Vessel morphology was reported as there was moderate to severe tortuosity and moderate calcification in the iliac vessel. The stent grafts were implanted without issue. It was reported that one month post stent graft implant, the pt presented with claudication. It appears that there is a kink in the ipsilateral-extension iliac limb resulting in occlusion of the ipsilateral extension limb up and into the ipsilateral side of the bifurcated stent graft, (reference MFR number 2953200-2011-01812) due to the tortuosity of the vessel. The ipsilateral side was completely occluded therefore, the physician performed a femoral to femoral bypass. No add'l clinical sequelae reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results - occlusion, kink. Severe tortuosity and moderate calcification in the iliac vessel. Conclusion - severe tortuosity and moderate calcification in the iliac vessel.